Event description:
The pt was admitted for a procedure in 2008 with an 80% lesion in the right internal carotid artery. The lesion was pre-dilated at 7atm. An angioguard was delivered and a precise stent was implanted successfully. The stent was post-dilated at 10atm. The brand of the balloon catheters is unk. When post-dilation was performed the pt's blood pressure dropped. Dopamine hydrochloride was administered and the pt recovered the following day.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 1016427-2009-00136. In 2008, the pt was admitted for stent placement in an 80% occluded right internal carotid artery. An angioguard was delivered and the lesion was pre-dilated at 7atmosphere and a precise stent was implanted successfully and post-dilated at 10atmosphoeres. The MFR of the balloon catheters is unk. When post-dilation was performed, the pt's blood pressure dropped and dopamine was administered with the pt recovered the following day. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Hypotension is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU (instructions for use) as such. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This can result in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the angioguard filter potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. Review of the info suggests that pt, vessel and procedural factors may have contributed to the reported events.